Event description:
(B)(6) 2020 rtg0046967 x2 (hcp, rep): additional information was received on (B)(6) 2020 from the healthcare provider (hcp) via the manufacturer's representative (rep). The rep noted that the revision that occurred on (B)(6) 2020 was the patient's 4th revision as the pump continued to flip due to the patient's weight. No further information was provided.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: on (B)(6) 2019 explanted: product type catheter product ID 8784 lot# serial# (B)(6) implanted: on (B)(6) 2019 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) reported the cause of the hcp only able to get 30cc of medication into the 40cc pump was not determined. It was noted that the explanted catheters were discarded by the customer. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-apr-2021, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 22-apr-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (1000mcg/ml at 195.8mcg/day), clonidine (250mcg/ml at 48.94mcg/day) and baclofen (300mcg/ml at 58.73mcg/day) via an implant table infusion pump. It was reported that the pump had been flipping for a month. The patient went to the emergency room on (B)(6) 2020 with withdrawal symptoms described as: nausea, cold sweats, and stomach pain. A dye study was performed and dye was not able to be injected into the catheter and dye was seen around the pump on xray. During a refill appointment on (B)(6) 2020 the pump was confirmed to be flipped; the pump was flipped back but the hcp was only able to get 30cc of medication into the 40cc pump. During a pocket revision surgery performed today the catheter was observed completely broken/detached just after the connection to the pump. The catheter was revised with a new 8784 (lot #hg45t3u06) and was then successfully aspirated. A dye study was performed during the procedure and no further issues were seen. The pump valve lock was troubleshooted as well, 27cc of medication were removed and then put back into the pump (calls to tech services on (B)(6) 2020, ref: (B)(4)). The pump pocket was moved more medial toward the umbilicus. The issue was resolved at this time. No further complications have been reported as a result of this event.